Event description:
The medical team was trying to deliver an impella 2.5 for support for a patient undergoing high risk coronary angioplasty. When the 2.5 was delivered through the 13fr sheath the pump would not get past the native vessel bifurcation and so the team treated the vessels with shockwave. Afterwards the team observed vessel damage. The team evaluated the damage with ultrasound (ivus) and stented and post dilated with balloons the iliac arteries. The vessel damage was remedied and the patient survived.

Manufacturer narrative:
The medical center did not return any impella pump or sheath product for investigation. The causal link between the vessel damage and the use of impella could not be determined. The causal link between the vessel damage and the use of shockwave balloons also could not be determined. Should the medical center furnish further details that lead to a definitive root cause, a final report will be filed. The failure mode will be monitored and trended.